Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a femoral artery after an unspecified procedure. Reportedly, when the needle plunger was removed, a cuff miss occurred. The proglide device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse patient effects. Though requested, no additional information was provided.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the femoral artery. The 90% stenosed, 3.0x18mm target lesion was located in the moderately tortuous and mildly calcified mid to distal left anterior descending artery (lad). The lesion was predilated and then a 2.25x28mm taxus liberte stent delivery system (sds) was advanced to the lad; however, the device was unable to cross the lesion. After the physician tried to cross the lesion with the device several times it was noted that the stent struts were "unsmooth". The device was removed from the patient and the lad was predilated again and successfully treated with a 2.25x12mm taxus stent along with a 2.25x20mm taxus stent. The physician then attempted to advance a 3.0x24mm taxus liberte stent to the 85% stenosed right coronary artery (rca); however the device was unable to cross the lesion. The procedure was successfully completed with a different device with no patient complications reported. The patient's condition is stable.

Manufacturer narrative:
Evaluation summary: the plunger, anterior needle, anterior cuff, and link were not returned with the device resulting in the investigation being limited. Evaluation of the returned device found that the posterior cuff successfully captured the needle, but the link was pulled from posterior cuff. A link pull will result in a failure to retrieve the suture during plunger retraction and can appear very similar to a cuff miss. During lab testing, the proxy plunger was inserted and retracted successfully without any resistance that could contribute to a link pull from posterior cuff. The whole suture was able to be pulled from the device without any resistance that could result in a link pull during plunger retraction. Based on the investigation findings, the root cause for the link pulled from posterior cuff could not be determined. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.